Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received post-reset ram crc alarm. Customer¿s blood glucose level was 204 mg/dl. Customer reported that they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer stated that the alarm occurred immediately after a battery change. Customer also reported that the insulin pump had received did not power and the success walk through connecting meter was failed and tried again. Customer stated that they received battery failed alert. Troubleshooting was performed. The insulin pump will not be returned for analysis.